Event description:
Reporter states patient tested 5.9 inr and 2.9 inr on the coaguchek xs system. She states they did squeeze the finger more than normal on the first test. No treatment required. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.